Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate with external devices. It was determined that the ipg is inoperable. Surgical intervention may be pending to address this issue.